Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries. Injuries and or symptoms include abdominal pain, discomfort, and recurrence of incontinence, chronic vaginal pain and painful sexual intercourse.